Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:45 pm the patient noted the reported meter had reverted to the setup mode; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. At 9:30 pm the patient experienced the symptoms of sweating, numb hands and inability to speak. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed there had been no misuse of the product and the patient had not tried to replace the battery. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.